Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, after the first shock at 200 joules, the device self-selected the energy level of 120 joules and the shock was delivered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full stress and functionality testing, discharge testing and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed evidence of a 200 joule shock being delivered and a 120 joule shock entry with 141 joules of energy delivered. Based on the impedance of 57 ohms, this shock was within device specifications. The logs did not find any evidence to support the device auto changing the energy. The battery involved and accessories were not available as part of this investigation. No trend is associated with reports of this type.